Manufacturer narrative:
The customer¿s report that the tubing leaked at the pump segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0465 inch long. Visual examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were noted. During functional testing a leak was observed coming from the silicone tubing near the upper fitment. It was reported that the leak was noted approximately 40 minutes into the 60 minute infusion. The cause of the leak was a tear in the silicone segment. A root cause for the observed tear, or a determination as to when it occurred, could not be determined.

Event description:
Received from the customer a copy of the medwatch report which states, "patient's etoposide infusion line leaking under pump segment portion of the tubing approximately 40 minutes into the infusion with 20 minutes remaining. Infusion was stopped immediately and a chemo spill kit was utilized. An estimated 321.1 ml should have been infused with 178.9 ml remaining . There was approximately 100 ml of a spill estimated, estimating that the patient received around 221.1 ml. The patient was removed from vicinity. Etoposide infusion bag walked to pharmacy with proper safety measures taken. Md, pharmacy, supervisor notified." There was no report of patient harm. Received from the FDA a copy of the customer's sus voluntary event report which states, "patient's etoposide infusion line leaking under pump segment portion of the tubing approximately 40 minutes into the infusion with 20 minutes remaining. Infusion was stopped immediately and a chemo spill kit was utilized. An estimated 321.1 ml should have been infused with 178.9 ml remaining . There was approximately 100 ml of a spill estimated, estimating that the patient received around 221.1 ml. The patient was removed from vicinity. Etoposide infusion bag walked to pharmacy with proper safety measures taken. Md, pharmacy, supervisor notified."

Manufacturer narrative:
Additional information provide from mw5081736.

Event description:
Received a copy of the customer's sus voluntary event report which states, "patient's etoposide infusion line leaking under pump segment portion of the tubing approximately 40 minutes into the infusion with 20 minutes remaining. Infusion was stopped immediately and a chemo spill kit was utilized. An estimated 321.1 ml should have been infused with 178.9 ml remaining . There was approximately 100 ml of a spill estimated, estimating that the patient received around 221.1 ml. The patient was removed from vicinity. Etoposide infusion bag walked to pharmacy with proper safety measures taken. Md, pharmacy, supervisor notified."

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received from the customer a copy of the medwatch report which states, "patient's etoposide infusion line leaking under pump segment portion of the tubing approximately 40 minutes into the infusion with 20 minutes remaining. Infusion was stopped immediately and a chemo spill kit was utilized. An estimated 321.1 ml should have been infused with 178.9 ml remaining . There was approximately 100 ml of a spill estimated, estimating that the patient received around 221.1 ml. The patient was removed from vicinity. Etoposide infusion bag walked to pharmacy with proper safety measures taken. Md, pharmacy, supervisor notified." There was no report of patient harm. Received from the FDA a copy of the customer's sus voluntary event report which states, "patient's etoposide infusion line leaking under pump segment portion of the tubing approximately 40 minutes into the infusion with 20 minutes remaining. Infusion was stopped immediately and a chemo spill kit was utilized. An estimated 321.1 ml should have been infused with 178.9 ml remaining . There was approximately 100 ml of a spill estimated, estimating that the patient received around 221.1 ml. The patient was removed from vicinity. Etoposide infusion bag walked to pharmacy with proper safety measures taken. Md, pharmacy, supervisor notified."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "patient's etoposide infusion line leaking under pump segment portion of the tubing approximately 40 minutes into the infusion with 20 minutes remaining. Infusion was stopped immediately and a chemo spill kit was utilized. An estimated 321.1 ml should have been infused with 178.9 ml remaining . There was approximately 100 ml of a spill estimated, estimating that the patient received around 221.1 ml. The patient was removed from vicinity. Etoposide infusion bag walked to pharmacy with proper safety measures taken. Md, pharmacy, supervisor notified." There was no report of patient harm.